Event description:
A peritoneal dialysis pt has reported, there was fluid coming out of the bottom of the cycler after treatment was cancelled. He stated the cassette did not appear to be wet and the interior of the cassette door did not appear to be wet. The leak location could not be identified. Prophylactic antibiotics were administered as a precaution. Pt reports no ill effects; effluent has remained clear. Sample is available for evaluation.